Event description:
It was reported the device has broken a-v (atrial-ventricle) connectors, cracked inside the pacing ports. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed both output connectors are broken. Analysis also found the lower case red battery wire is pinched. Hanger assembly (ring) is contaminated in the area of the screw. Display has the red and white wires pinched. Two case screws, ring screw, and hanger o-ring are contaminated. (B)(4).